Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported via email during the injection and not the flow check, the needle clogs. Insulin not able to be administered. Need to get a new pen needle to complete dose and now is short on supply. Dc. Lot#: 4016365, catalog#: 320550, date of event: unknown, sample status: discard, spanish interp needed for this call. Email translated. Contact email (if available): item(s): bd nano second generation pin needles. 32 g. Lot(s): n/a. Date incident occurred: recently. No time frame. Was the patient impacted? Yes. If yes, describe: some of the needles's defective. Not able to use them. No product comes out. Customer is taking insulin. She has medicaid and they will not approve the pharmacy to dispense any more needles to her. Is a sample available? Customer request? Yes. Customer is spanish speaker. Does not speak english.